Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead replacement. Upon interrogation, multiple episodes of noise over-sensing were noted on the right ventricular lead and caused transient moments of pacing inhibition. Also, there had been attempts to reprogram around the noise. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.